Event description:
It was reported that the surgeon attempted to insert a cc4204a collamer single piece lens and the lens tore while advancing in the injection system. There was no patient contact.

Manufacturer narrative:
(B)(4): evaluation results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4).